Event description:
Following a diagnostic procedure, an anigo-seal device was placed and hemostasis was successfully achieved. However, after the pt had ambulated 2-3 times (time to ambulation unk), an 8x6 inch hematoma was noted in conjuction with a complaint of leg pain. The pt was returned to bed where manual pressure was held with hemostasis achieved. Follow-up later that day showed that the hematoma had decreased to a "fifty cent size", and the pt pulses were strong and palpable bilaterally. The pt was admitted overnight for observation due to anxiety.